Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure that perforated"), device breakage ("the inner coil from right insert was separated from outer coil") and device dislocation ("right essure not seen in the uterus or in the fallopian tube/small foreign metal piece found in left pelvis/ the implant initially in the pelvis on the left migrated forward and to the midline/ small fragment found in the pelvis on the right side") in a 52-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, hemorrhoid operation, gravida ii and c-section. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced complication of device removal ("first removal of essure failed"), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy were performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, device dislocation and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, device dislocation and fallopian tube perforation to be related to essure. The reporter commented: after insertion there was 8 trailing coils on left and 8 trailing coils on right. First removal attempt was performed on (B)(6) 2017 and then hysterectomy and bilateral salpingectomy were performed on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: showed right essure that perforated with one inner coil separated from outer coil.. Ultrasound scan - on (B)(6) 2012: right essure not seen in the uterus or in the fallopian tube. X-ray - on (B)(6) 2012: small foreign metal piece was found in the pelvis on the left.; on (B)(6) 2012: the implant initially in the pelvis on the left migrated forward and to the midline. Small fragment found in the pelvis on the right side.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure that perforated"), device breakage ("the inner coil from right insert was separated from outer coil") and device dislocation ("right essure not seen in the uterus or in the fallopian tube/small foreign metal piece found in left pelvis/ the implant initially in the pelvis on the left migrated forward and to the midline/small fragment found in the pelvis on the right side") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced complication of device removal ("first removal of essure failed"), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy were performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, device dislocation and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, device dislocation and fallopian tube perforation to be related to essure. The reporter commented: first removal attempt was performed on (B)(6) 2017 and then hysterectomy and bilateral salpingectomy were performed on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: showed right essure that perforated with one inner coil separated from outer coil. Ultrasound scan - on (B)(6) 2012: right essure not seen in the uterus or in the fallopian tube. X-ray - on (B)(6) 2012: small foreign metal piece was found in the pelvis on the left. On (B)(6) 2012: the implant initially in the pelvis on the left migrated forward and to the midline. Small fragment found in the pelvis on the right side. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.